Event description:
It was reported that the patient was only able to charge one of their three implantable neurostimulators (ins). The patient stated that they had one ins in their abdomen, one on their left hip and one on their right side. The patient noted that the one on the right side was the one that they could charge. It was noted that an ins overdischarge was suspected. The last successful recharge session and the last time any stimulation was felt was a ¿couple months¿ prior to report. The patient stated that the reposition antenna screen came up. The patient noted that they had attempted to use the antenna locate feature three to six times. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the device was over-discharged and unrecoverable. It was also noted that the overdischarge was unable to be recovered and was replaced. Additional information received reported that the patient was receiving effective therapy following their replacement procedure and they were scheduled to be seen for follow up on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3987a, lot# n183268, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results for the device (serial # (B)(4)) found that there was no significant anomaly. It was also noted that the battery had reduced capacity due to overdischarge. It was further noted that the implantable neurostimulator (ins) was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 57. The oldest recharge record was dated (B)(6) 2012 followed by a record dated (B)(6) 2012. The next most recent record was dated (B)(6) 2000 indicating a recovery from a low voltage power on reset (por) and subsequent clock/date reset. The last recharge record prior to explant was apparently 13 days later with a date of (B)(6) 2000. The device was recharged for 3 hours and 46 minutes. The battery charged from 3.710v to 3.830v. Prior to the clock/date reset the most recent record for 'therapy lost' was on (B)(6) 2012. Therapy was last enabled on (B)(6) 2012. In the rpa lab, a normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 57 minutes from 2.390v to 3.920v.